Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.evaluation summary: (B) (4) no anomalies found; full lead was returned and analyzed.

Event description:
It was reported that during implant attempt, there was undersensing and high thresholds. No patient complications were reported as a result of this event.